Event description:
It was reported that during recovery from the patient's latest generator replacement surgery, the patient experienced asystole and increased seizures. It was noted that the vns had been programmed on to the previous settings. The vns was then disabled and the seizures and asystole stopped. It was recommended that the device be left off for a while before reenabling therapy. Device diagnostics were noted to be within normal limits. No additional relevant information has been received to date.